Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed an aortic extender component had obstructed a renal artery. A stent was implanted in the renal artery and the obstruction was repaired. The patient tolerated the procedure.

Manufacturer narrative:
H3: the devices remain functioning in the patient. H6: a review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. (Pxt261416/lot#04435130) and a gore excluder aaa endoprosthesis contralateral leg component. (Pxc181000/lot#04735792) were also implanted.